Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva expert system 1, serial number - unknown. (B)(6) - aviva nano system 2, serial number - unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 121 mg/dl, 374 mg/dl, 374 mg/dl on aviva expert meter (system 1) and 336 mg/dl on aviva nano meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation.